Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid-left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated up to 6atm at first inflation. However, it was noted that the balloon ruptured at 12atm. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.